Event description:
A caller reported a malfunction on the pump, which displayed a resettable malfunction code. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur after the reset. The customer was informed they could continue using the pump and to contact support again if the issue reappeared.